Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion set was partially pulled out despite tape being applied along the edges. A line blocked alarm occurred and upon removal a bent canula was noted. No injury was reported.